Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the plunger overrode and tore the back haptic. The lens was cut out of the eye to remove and there was no patient injury. The reporter stated the cause of the torn lens was due to a loading error, the lens was not folded properly. This is the first of two lenses used on this patient. See MFR. Report 2023826-2007-00565.